Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary finding of yaw pulley thermal damage. There was no conductor wire damage and the electrical continuity test passed.

Event description:
It was reported during a da vinci-assisted partial nephrectomy procedure the maryland bipolar forceps (mbf) instrument arced inside the patient. The site swapped to spare mbf and completed the procedure with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the mbf instrument was inspected prior to use and there was no damage identified. The cannula was inspected prior to use and there was no pin gauge used. Per the customer, the instrument arcing was observed intraabdominally. The arcing event allegedly took place when the surgeon was cauterizing and bipolar energy was activated. The properly energy cord was connected to the instrument the erbe settings were - cut: 4, coag: 5. The instrument was used for approximately 10 minutes and the surgeon was using a prograsp forceps instrument along with the mbf instrument.